Event description:
It was reported the end user developed peristomal skin excoriation as a result of leaking from the wafer. He was subsequently hospitalized due to cellulitis to the peristomal skin and treated with a prescription antibiotic (name not provided). The cellulitis has improved but the peristomal skin is still red.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.